Event description:
The customer reported the ventilator alarmed due to a vent inop occurrence. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted a data acquisition pcba adc failure which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse replaced the gas delivery system to address the findings and reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Received by MFR date: 10/24/2014. Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. The reported error codes could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Gas delivery system.